Manufacturer narrative:
G6: updated conclusion code 1.

Manufacturer narrative:
Patient information was requested, however no information was provided. Patient age was reported as (B)(6), however gore was not able to confirm. Conclusion not yet available, evaluation in progress. [User fac event (B)(4)].

Event description:
Gore received a user facility report (uf report #: (B)(4)) regarding gore® suture passer. The report stated the following: a metal suture passer broke off in the tissue of a patient. The original intended procedure is unknown.

Manufacturer narrative:
Additional codes added.